Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient was using a transmitter that had expired. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.